Manufacturer narrative:
The report of a suspected pump obstruction was confirmed during the evaluation of the returned explanted device. Additionally, a review of the submitted system controller log file data indicated elevations in pump power. The device was returned assembled with the driveline cut approximately 2.5¿ from the pump housing. The distal portion of driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port; however, the sealed outflow graft, outflow graft bend relief, and outflow graft bend relief collar were not returned. Examination of the rotor inlet upon disassembly of the pump revealed a thrombus formation surrounding the bearing ball of the rotor. The laminated structure of the deposition and the areas of denaturation surrounding the bearing ball indicate this deposition was present while the pump was supporting the patient. Although a cause for the formation of the observed deposition and a duration for which it was present could not be determined through this evaluation, the deposition could have contributed to the transient power elevations that were recorded in the submitted log file. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Examination and electrical continuity testing of the returned portion of the driveline extending from the pump housing did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 10 months. The explanted device was returned for analysis. The evaluation is not complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital due to dyspnea on exertion. A ramp echocardiogram revealed impaired left ventricular unloading. The patient was administered unspecified intravenous anticoagulation. On (B)(6) 2015, the patient received a pump exchange due to a suspected pump obstruction. No additional information was provided.